Event description:
The customer received a blood glucose reading of 212 mg/dl from one contour meter and a reading of 114 mg/dl from another contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.